Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results for one patient tested on a cobas e411 rack. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. The patient's initial troponin result was 10.0 ng/ml, and the patient's repeat result was 0.56 ng/ml.